Event description:
It was reported that elevated thresholds, low impedance and cross chamber oversensing were noted on the his (right ventricular) (rv) lead. Approximately six years later oversensing noise and undersensing were noted in bipolar and unipolar configurations. Venous occlusion was noted.  The lead was capped.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.